Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 500 mg/dl. The customer stated that the pump had insulin flow blocked alerts. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.